Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), during the deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach the valve ¿popped¿ during the balloon inflation. The valve was moved to the descending aorta and then a second sapien 3 ultra valve was successfully implanted.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, during valve deployment of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the entire system moved upwards and the valve embolized into the aorta. The valve was deployed in the aorta distal to the left subclavian artery. A second 26 mm sapien 3 ultra valve was prepared and successfully implanted.

Manufacturer narrative:
Additional information received: the delivery system balloon did not burst. The s3 ultra valve ¿embolized distally after full inflation¿. The aortic annulus calcification degree was reported as severe. Bav was not performed prior to deployment.  The team hypothesized the valve embolization ¿might be due to retained proximal tension in the delivery system (the aorta was quite horizontal)¿.  The embolized valve was implanted in the descending aorta, distal to the left subclavian artery. A second valve/delivery system was passed through this valve and deployed uneventfully in the aortic annulus. Correction: the following report fields have been corrected/updated due to additional information received: a2, a3, b1 (unchecked ¿product problem¿), b5, d1, d4 (model #), f10 (device codes corrected), g4, h2, h6, h10 and h11. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra  thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment there may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, the exact cause of the device embolization was unable to be confirmed. However, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, it is possible that a combination of patient factors (horizontal aorta) and procedural factors (release of stored tension) may have caused or contributed to the balloon moving aortic during deployment resulting in the valve embolization into aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information:  notification and relabeling. Additional information. The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.